Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. Case (B)(4). All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that, during thr, cs/csl/geradschaft-plus extract.screw m6 sheared off while it was being screwed into the polarstem extractor block. It is unknown how the problem was solved. Patient was not harmed as consequence to this problem.